Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The patient reported that ¿two weeks¿ prior to contacting lifescan he obtained a result of ¿148mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿90mg/dl¿ obtained on a onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in these results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that ¿10 to 15 minutes¿ prior to the allegedly inaccurate results, he had developed a symptom of ¿shakes¿ and that he self-treated at an unknown time with ¿glucose tablets and food¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When a control solution test was performed the results were in range. Replacement products were sent to the patient. This complaint is being reported because, the patient reported developing symptoms suggestive of a serious injury. As the patient was not able to be contacted it cannot be confirmed that the meter was not reading inaccurately prior to the onset of symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patients test strips and control solution have been returned and further evaluated by lifescan product analysis with the following findings: the test strips and control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.